Event description:
It was reported that within a few days of implant, all leads dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on several conductors (not obstructed, as well as on the outer tubing overlay. The outer insulation and outer tubing overlay were breached cut. Blood was found in/on the helix/lobe mechanism and the lead exhibited apparent explant damage. (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on all conductors, including the distal conductor (not obstructed). (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was found on the tip electrode, and blood/body fluid was found on all conductors, including the distal conductor (not obstructed). The outer insulation was pulled apart (overstress) and breached cut, and exhibited a cosmetic depression. The guidewire was found stuck in the lead, and the lead was stretched and exhibited apparent explant damage.